Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Noise was also observed on the rv channel. Pacing threshold measurements could not be obtained due to loss of capture. There was a concern the lead had fractured. A revision procedure was planned, however the device implanted with this lead had migrated. The physician elected to leave the system implanted with minimal outputs programmed. A new system was implanted on the opposite side. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.